Event description:
The hospital reported during the procedure, that the vasoview hemopro 2 energy wire popped off the jaws on distal end, still connected. No patient harm. A new device was used to complete the procedure. There were minor delays.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/13/2025. An investigation was conducted on 02/19/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw tip was observed to be peeled, exposing the hot jaw tip. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed, as well as the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000444131 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.